Manufacturer narrative:
Right rear back support cane/post broken off at base adjacent securing bolt.the action 4 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s.the alleged incident occurred in (B)(6).

Event description:
Right rear back support cane/post broken off at base adjacent securing bolt.the action 4 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s.the alleged incident occurred in (B)(6).